Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. A 24 x 4.00 omega¿ stent was advanced to treat the lesion. However, the stent strut was sticking up on the balloon. The stent was not deployed. No patient complications were reported and the patient's status was stable.